Event description:
It was reported that the patient developed sepsis. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2010. (B)(4).